Manufacturer narrative:
The customer complaint of ballooned in silicone pumping segment was confirmed per picture received by the customer. It was observed per picture received by the customer that the silicone segment tubing had a ballooned bulge in the middle of the silicone of the pumping segment. .

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a nurse was trying to remove air from the line by pulling back on the port above the pump when a bubble appeared in the tubing. There was no patient harm reported.